Manufacturer narrative:
(B)(4). Inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (severely tortuous and calcified stenosis), device failure/lack of effectiveness related to patient condition (severely tortuous and calcified stenosis).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. The vessels had severe tortuosity and calcified stenosis. The decision was made by the physician to attempt endovascular repair and to stack the endurant limbs stent graft in order to create a custom aui device. An endurant 16 x 10 iliac limb was placed in the right common iliac artery followed by an endurant 20 x 20 iliac limb that extended into the mid abdominal aorta and finished with an endurant 25 x 25 x 70 aortic cuff. The initial result showed brisk flow without the presence of an endoleak. Upon review of the patient's current images, it appeared that the stent graft thrombosed due to a kink in the distal limb caused by excessive tortuosity combined with a calcified stenosis. The physician accessed the abdominal aorta via a trans brachial approach and used a mechanical arthrectomy device to eliminate the clot. Next, balloon angioplasty was performed on the lesion that appeared to be the cause of flow disruption. The patient is doing well and is being observed for any additional complications. This patient was initially reviewed for endovascular repair six months ago and was not an endovascular candidate for repair. No additional clinical sequelae were reported and the patient is fine.